Event description:
Manufacturer's first level investigational unit confirmed the inform meter had melted plastic and visible blackening around contacts 3 and 4. No adverse event reported. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.